Event description:
It was reported that during the implant attempt, the lead was placed down the cephalic vein a short way without a sheath. It got stuck at the bend and the styles were then pulled back. A second attempt was made to advance the lead, but it seemed to collapse and bend. The lead was then removed and the tip appeared to be kinked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).